Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
An email was received regarding a 7" (18 cm) appx 0.69 ml ext set w/microclave clear, clamp, rotating luer in which it was reported that the patient peripheral IV line connected to alaris pump and infusing medication disonnecter during use and lead to blood loss. The patient was witnessed by writer raising his arm, line was clear of obstacles and secured to patient, with no tightness in infusion line. Luer lock connection at the tip of extension became disconnected from the rest of the line but remained connected to infusion line. This left a partial extension tubing open to the environment and patient began to drain blood through partial extension connected to IV line. Writer applied green kelly clamp over remaining portion of extension to stop bleeding and replaced the extension with a new unit without further complication. The patient lost less than 5cc of blood as this event was witnessed with prompt response. The procedure done was intravenous access and there was an unexpected, prolonged care. There was a patient involvement but no harm.